Event description:
The plaintiff, alleges that while working as a rn, was exposed to antigenic natural latex proteins in latex gloves and is now sensitized to latex and is therefore subjected to increased health risks and may no longer work in any medical or healthcare type facility including hospitals, clinics, or private offices. The plaintiff alleges that in 1999 the plaintiff was diagnosed by dr, as a result of an ige test, as being allergic to latex. The plaintiff further alleges that as a result of sensitization, the plaintiff is subject in the future to one or more anaphylactic reactions to latex products. Furthermore the plaintiff alleges that the plaintiff has suffered substantial injury, pain and suffering, as well as economic loss, loss of wages, medical expenses, humiliation, anxiety, embarrassment, outrage, and the mental suffering and emotional distress. Finally the plaintiff alleges loss of consortium.